Manufacturer narrative:
This report is submitted on 11 march 2020.

Event description:
Per the clinic, the patient experienced infection at implant site, subsequently the device was explanted in (B)(6) 2019 (specific date not reported). Clinical management is ongoing.